Event description:
The customer reported that the system had a collimator iris potentiometer error. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed and on site investigation. The collimator was calibrated and the fluoro functions board was replaced during the service call. The system was tested and found to be working as intended and put back into service.